Event description:
The surgeon attempted to insert an aq2010v silicone three-piece lens but the haptic tore going through the cartridge. There was no pt contact or injury. The reporter stated it was unknown as to why the haptic tore.